Event description:
This lead was implanted on an unknown date and still remains implanted at this time. It was noted on (B)(6) 2016, that the lead was oversensing intermittently and pacing was inhibited. The physician was dr. (B)(6), at (B)(6) hospital. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).